Event description:
It was reported that during a lap gastric bypass procedure, tried to load the clips and the clips pop out of the device. Another device used to complete the procedure with no pt consequence.

Manufacturer narrative:
Eval summary: the er420 instrument was returned with a damaged anti-backup and broken lockout mechanism. The instrument was cycled and slow feeding was noted due to a viscous silicone, in addition, the clips were being ejected from the jaws. Upon disassembly of the instrument the internal components were noted to be in good visual condition except by the lockout mechanism and the anti-backup teeth. No conclusion could be reached as to what may have caused the ejected clips issue. A batch record review was performed and no anomalies were found during the mfg process. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted.